Manufacturer narrative:
H3, h6: one device was received for evaluation. A visual inspection noted that the downstream occlusion (dso) seal was bubbled. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing and visual tests were conducted with the returned device. The device was tested for flow accuracy 3 times and passed all 3 tests. The customer problem was not duplicated. The root cause of the problem was unknown. As a result, preventative service and repairs will be performed by the manufacturer representative.

Event description:
It was reported that the device had a volumetric flow rate deviation greater than 6%. The problem was noted when returning the rental to the premises during the usual restocking checks as well as during annual preventive maintenance. There was unknown patient involvement.